Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt found the air pressure transducer to be the cause and replaced it. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) caused a "service gas system, low air pressure" error message. There was no patient involvement.